Event description:
It was reported that a spectrum iq pump alarmed 3 hours before it was complete during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was found to deliver outside of specification during flow testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'alarmed 3 hours before complete' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The pressure plates were adjusted to correct the delivery outside of specification. Should additional relevant information become available, a supplemental report will be submitted.